Event description:
During a surgical procedure, the drill became hot. The procedure was able to be completed using the same equipment. There were no adverse consequences to the user or the pt as a result of this malfunction.

Manufacturer narrative:
It has not been determined if the product will be returned to the MFR for eval.